Event description:
It was reported that the patient with this pacemaker system presented to the clinic with bradycardia. During device interrogation, the physician discovered that this right ventricular (rv) lead in the left bundle branch (lbb) exhibited loss of capture (loc). The physician suspected the rv lead to have been dislodged due to patient repeated physical activity. A lead revision procedure was performed, the rv lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported.